Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 216-217 mg/dl. Subsequently, the pump time was inaccurate after the pump was reset, the cause was unknown. The customer corrected the pump time to resolve the issue.